Event description:
In 2007, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra soft lancing is broken. The complaint is classified based on the documentation of the customer care advocate (cca). According to the patient, she has been getting "high" symptoms described as shaking and thirsts off and on for about a week after the reported issue began. The patient did not take any action in regards to diabetes treatment and did not require medical intervention due to the reported issue. During the troubleshooting session, the issue was not resolved. Replacement products were sent to the patient. This complaint is being reported as MDR reportable due to the following conclusions: the patient alleged she had symptoms she related to being hyperglycemic after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.